Event description:
This report was received from global pharmacovigilance (gpv) and is a solicited report by a nurse from (B)(6) in response to reference letter (B)(4) of bacterial peritonitis with culture positive for gram negative bacilli in a patient coincident with dianeal unknown bag therapy for continuous ambulatory peritoneal dialysis (capd). On (B)(6) 2011, the patient experienced peritonitis manifested by abdominal pain and cloudy effluent. On an unreported date, the patient began remedial therapy with ceftazidime (1.5 g, frequency not reported, ip) and cipro (500 mg, frequency not reported, orally). On (B)(6) 2011, the patient required hospitalization for the event of peritonitis. While hospitalized, the pd catheter was removed, dianeal unknown bag therapy was withdrawn and the patient was placed on hemodialysis. On (B)(6) 2011, the patient was discharged from the hospital. On (B)(6) 2011, the nurse confirmed that recalled product had been delivered to the patient but it was not confirmed if recalled product was administered prior to or at the time of the event. At the time of this report, the outcome for the event of bacterial peritonitis with culture positive for gram negative bacilli had not resolved. The nurse was unable to assess if the event of bacterial peritonitis with culture positive for gram negative bacilli was related to dianeal unknown bag therapy. This is one of multiple reports by the same reporter.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The cause of the reported condition of peritonitis is undetermined.